Event description:
It was reported that the patient developed an infection post-operatively, approximately two weeks prior to the report. Patient symptoms of incisional wound opening, fever, pain, redness and swelling at the device pocket and lead location were noted. The patient was treated with antibiotics. The reporter also indicated that the patient was dissatisfied with the location of the implantable neurostimulator (ins), being too close to his belt line. The patient was scheduled for a follow-up appointment on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the patient was in the process of finding a surgeon to remove the device system. The reporter stated that the patient had been uncomfortable at the site of the device and felt that the unit protruded. It was reported that the patient complained that he never had good coverage all the way to his feet. The reporter stated that the patient was last seen in his healthcare provider's office on (B)(6) 2013, at which point he was doing well and was reprogrammed and agreed to meet for device activation on (B)(6) 2013. It was reported that the patient did not show up for that appointment. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), explanted: (B)(6) 2013, product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient developed an infection post-operatively, additional symptoms of drainage was found on report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the patient¿s initial post operative infection had cleared. He was never satisfied with his stimulation and the location of the ins was too close to his belt line. He had inadequate relief in his feet. He decided to have the device system explanted on (B)(6). No device will be returned to the device manufacturer.